Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation findings, the most probable cause of the ultrasound image disappearing during angulation is damage to the ultrasonic transducer. Additionally, the damage observed in the ultrasonic probe led to a number of missing elements exceeding the acceptable standard. With respect to the exposed glue layer, the investigation could not establish a definitive cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited damage on the ultrasonic transducer, damage on ultrasonic probe, the ultrasound image disappears when operating the angle, the number of missing elements exceeds the standard value and expose the glue-layer. There was no patient involvement.